Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and shaft. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. A syringe (filled with water) was attached to the hub of the balloon catheter, and positive pressure was applied. The balloon was inflated to rated burst pressure (rbp). The device held pressure and did not leak for 5 minutes. The reported balloon tear was not confirmed.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.